Manufacturer narrative:
Additional information: d10, h3, h6 the pacemaker was returned for analysis and interrogated using a programmer and the device image was obtained and reviewed. The battery trend and current trend were reviewed and were normal. The minimum monthly voltage reached during implant was above elective replacement indicator (eri). A longevity calculation was performed based on the available programmed parameters and usage information. The actual observed longevity was compared to the estimated longevity and was found to be within the expected limits and is considered normal battery depletion. The pacemaker was functionally tested. The device output was measured in the settings as received and no voltage fluctuation or anomalies were detected. The device was programmed at nominal settings and interrogated in unipolar and bipolar modes with a standard load. The battery voltage and the current drain were normal. The device was then subjected to vibrational testing and temperature cycling to simulate and identify any abnormal function. The outputs were monitored in bipolar mode during testing and no anomaly was noted. After the vibrational testing and temperature cycling, the device was successfully re-interrogated in unipolar and bipolar modes after connecting to a standard load. All measured data was within the normal range of operation. The reported event of loss of pacing was not confirmed; the analysis did not identify any anomalies with the accent pacemaker that would have resulted in the reported loss of pacing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a routine device replacement for normal elective replacement indicator (eri), there was a loss of pacing noted on the device. Electrocautery was in use during the procedure. The procedure was completed successfully, and the patient was stable with no consequences.